Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, transthoracic echocardiogram (tte) was performed and severe mr was observed. Prior to the redo procedure, transesophageal echocardiogram (tee) was performed, and it was determined that a single leaflet device attachment has occurred and the clip was no longer attached to the posterior leaflet. Mr was grade 4 after slda. An additional mitraclip ntw was implanted lateral to the first clip and the mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported recurrent mitral valve insufficiency/ regurgitation (mr) and dyspnea appear to be a cascading effect of the reported slda. Mr and dyspnea are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.